Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump received motor error alarms and no delivery alarms. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. Customer stated that the insulin pump was not exposed to moisture. Customer did not report motor position encoder error. Customer was able to complete rewind the insulin pump. Customer stated that the insulin pump alarm history contains more than one motor error alarm within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and was recommended to refer the backup plan. The insulin pump will be returned for analysis.